Event description:
The customer alleges that the adapter does not fit the flow meter well leading to a defective thread. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was received by the MFR, but the investigation is incomplete at the time of this report. A CAPA (B)(4) was opened to address this malfunction.